Manufacturer narrative:
One sample model 2420-0007, lot 24115106 was returned for investigation. The set was examined for defects and abnormalities. The set was separated at the lower silicone segment. No ring retainer was returned with the set. No other defects or abnormalities were observed. The customer complaint was verified. From the manufacturer's review of the complaint, this cannot be confirmed to be manufacturing related as there is evidence that the ring retainer was assembled on the silicone segment. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set separated. The following information was provided by the initial reporter: during device training for new bd alaris device implementation the pump infusion set 2420-0007 split in half, during normal use. The student noticed that the training fluid was leaking from the bottom of the bd alaris pump module. On opening the door to the module, it was observed that the pump segment had become detached from the safety clamp and was leaking.